Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional option when e2 and e3 confirm reporter's non-healthcare professional status). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon pointed out occurred due to the following mechanism: 1. During seal & cut output, the tissue pad was severely worn because nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut). 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. An error occurred because the seal and cut output was performed while the probe was in contact with a non-insulated part. There were also contact marks. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error code received was not confirmed. The customer's allegation of scraped tissue pad was confirmed. The device evaluation found traces of contact with a non-insulated part on the tip of the probe. The tissue pad was severely worn and metal was exposed. There were traces of contact with the probe on the non-insulated parts. The coating on the probe had peeled off. When the probe check was performed by combining the actual product with aomori's usg-400, esg-400, and td-tb400, no abnormalities were found. When the grip was closed and the seal mode was output, a seal short circuit error (error code: u511) occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the thunderbeat 5 mm, 35 cm, front-actuated grip type s received an error code. The error number was unknown. The tissue pad of the thunderbeat was scraped. The issue was found during a laparoscopic colectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.